Event description:
Customer reports known diabetic pt admitted as altered mental status (diagnosis unk); her blood glucose result on paramedic's advantage system was 300 mg/dl (no treatment given). 20-30 mins later the pt had a blood glucose result of 54 mg/dl on an unk hosp meter (reporter would not provide treatment info). The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.